Manufacturer narrative:
The reported device was not available for physical evaluation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the reporter or surgeon responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint could not be reviewed as the lot number was not provided. Limited investigation does not lead to a clear conclusion about the cause of the reported adverse event. Note: the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided by the reporter. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided. Note: only the year for the implanted date was provided by the reporter.

Event description:
Ap small band was implanted in 2008. Around (B)(6) 2024, the patient had the band slip and was vomiting, cough and gerd. In (B)(6) 2024, the patient had the band revision (replaced) with an ap large band with the flex 2.0. During the revision/retrofit, a hiatal hernia was found and repaired.